Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic endometriosis resection, dilation and curettage, mirena insertion and marscpialisation of butholin cyst, the surgeon was able to squeeze the handle, the instrument clamped, and the grasp of the device would not release. The jaws of the device locked on the tissue. The product had to be excised from the vessel to resolve the issue.